Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized with hyperglycemia and received insulin flow block alarm. The customer reported blood glucose value of 560 mg/dl and hyperglycemic event was treated with IV insulin drip, manual injection. The event involved product(s) mmt-1712kl. Troubleshooting was performed. No further patient complications were reported. Mmt-1712kl was requested for return and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor. Test, displacement test, and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor/deep scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked reservoir tube lip, cracked retainer and faded end cap address label.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses listed on the event date 02-jun-2024. Please see below for the daily total of all insulin delivered on the event date 02-jun-2024 in the pump history file. On (B)(6) 2024 14:27:00.000 daily totals. Daily total collection start time = on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered = 11.575. Daily total of basal insulin delivered = 11.575. Daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-jun-2024 in the pump history file. On (B)(6) 2024 12:32:40.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 14:35:14.000 alarm alert notification fault number = no delivery (7) - during prime. On (B)(6) 2024 14:37:16.000 alarm alert notification fault number = no delivery (7) - during prime. On (B)(6) 2024 14:41:06.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 14:41:46.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:14:24.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:14:58.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:30:51.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:37:00.000 alarm alert notification fault number = no delivery (7) - during basal. 05/31/2024 16:37:26.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:38:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2024 16:40:24.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 16:41:06.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 20:52:32.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 20:54:18.000 alarm alert notification fault number = no delivery (7) - during bolus. 05/31/2024 21:42:38.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 21:44:51.000 alarm alert notification fault number = no delivery (7) - during bolus. On (B)(6) 2024 23:56:00.000 alarm alert notification fault number = no delivery (7) - during basal. On (B)(6) 2024 14:16:14.000 battery removed. On (B)(6) 2024 14:16:14.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 14:16:17.000 battery inserted. On (B)(6) 2024 14:16:17.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 14:16:18.000 battery removed. On (B)(6) 2024 14:16:18.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 14:26:00.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2024 14:27:03.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2024 14:27:19.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2024 14:27:30.000 alarm alert notification fault number = batt out limit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 alarm and battery out limit alarm/power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No delivery (7) - not confirmed. Failed batt test (58) - not confirmed. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.